Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) foreign country on behalf of the lay-user/patient, alleging that the one touch ultra2 meter has a power issue (unit powers off during use). This complaint is classified according to the documentation of the customer care advocate (cca) and the answers to the following-up questions obtained on june 12, 2009. The patient provided limited information, as he was incarcerated during the onset of the reported issue and reported symptoms and, is sensitive to disclosing any information regarding the event. The patient tests his blood glucose once per day. The patient takes pills for his diabetes regimen. Prior to his medication change during his hospital visit (this change is temporary until his doctor returns from vacation and can better evaluate his needs), the patient was taking metformin (1 pill per meal, so 3 pills a day). He was also taking glyburide (1 pill with breakfast), but while he was incarcerated, his glyburide was replaced by diachrome (1 pills with breakfast, 1 pill with supper). The reported issue began approximately a couple of months ago, prior to contacting lifescan. The reporter indicated that the patient was unable to test his blood glucose on the subject meter after the power issue began. The reporter alleged that the patient's blood glucose level had elevated to controllable levels, leading to symptoms of blurred vision roughly one month after the subject meter stopped working. The patient said that his blurred vision was now permanent, but that he can see correctly, when he wears his prescription glasses. The patient could not provide any further details in regards to the aforementioned symptoms. According to the reporter, the patient was testing with his neighbor's meter during the time the subject meter was not working. However, the patient tested his blood glucose less frequently on his neighbor's meter, once per week, obtaining a reading of "24 mmol/l" at an unspecified date and time. Reportedly, during the previous month, two weeks after the onset of the blurred vision, the patient went to the hospital, where he obtained a blood glucose level of "33 mmol/l" on a hospital meter and was treated with IV fluid. The patient was also admitted to the hospital for duration of one and a half days and was diagnosed with hyperglycemia. After his hospital visit, the patient's metformin was increased from 3 pills to 4 pills. In addition, the patient was prescribed another oral diabetes medication, "glamorid." During the follow-up callback, the patient said that it was "not the machine's fault" that he had high blood glucose and blurry vision, as he knew that it was caused by "not eating properly" (eating "lots of sweets"). On the other hand, the patient also said that had he been able to test more frequently, he would have adjusted his diet accordingly to lower his blood glucose. It would have been helpful to know what reading the patient obtained prior to the aforementioned symptoms and the medical intervention. During troubleshooting, the power issue was not resolved. This complaint is being reported, because the reporter claimed that the patient was diagnosed with hyperglycemia and was treated for a blood glucose reading of "33 mmol/l" at the hospital, after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.